Event description:
It was reported that the tips of two pyrenees constrained cervical drivers were stripped intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the second of the two drivers.

Manufacturer narrative:
Visual inspection was performed and confirmed tip deformation. Rotational deformation is observed on the entire hexalobe. Degree of deformation is significant, approximately rotated 60 degrees from normal position. This level of deformation indicates higher than normal torque was applied to device during screw final tightening. Fracture and deformation observed in the second returned device also indicates excessive torque was applied device history records were reviewed for this lot number, no relevant manufacturing issues. Complaint history records were reviewed for this lot, 1 similar complaint was identified. It was reported that the event occurred during final tightening, excessive force was not applied, and bone quality of patient was normal. The most likely cause of the reported event was determined to be multifactorial. The main contributing factor was determined to be normal wear due to be the high volume of usage of this instrument. An additional contributing factor is most likely the technique of multiple attempts of torqueing the screws during final tightening. Although this technique is not contraindicated, it increases the number of times torsional stress is applied to the driver and may cause device to fatigue more rapidly than normal.

Event description:
It was reported that the tips of two pyrenees constrained cervical drivers were stripped intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the second of the two drivers.